Event description:
The implant malfunctioned due to the wrong size being used. The malfunction did not cause or contribute to a death or serious injury. The initial event and reportability decision were deemed as malfunction - vmsr reportable, however a second review of all the available information determine that the decision would be updated to injury MDR reportable.

Event description:
The implant malfunctioned due to the wrong size being used. The malfunction did not cause or contribute to a death or serious injury.